Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.